Manufacturer narrative:
The reaction monitor did not indicate an issue. The calibration data did not indicate an issue. The alarm trace did not indicate an issue. The customer used an expired qc material. Nevertheless, the qc recovery was within range right before the issue occurred. Product labeling states: "incorrect results due to expired calibrators or controls - data obtained using expired calibrators or controls are not reliable. Do not use calibrators or controls that have expired." The investigation is ongoing.

Event description:
The initial reporter received a questionable valp2 valproic acid result for one patient sample tested on the cobas 6000 c (501) module. The initial result was not reported outside of the laboratory. The initial result was 1.2 ug/ml with a data flag. The first repeat result was 97.2 ug/ml. This repeat result was reported outside of the laboratory. The second repeat result was 89.8 ug/ml. The reagent lot number is 54763201 with an expiration date of 31-aug-2022.

Manufacturer narrative:
The field service engineer (fse) manually cleaned the sample probe and reagent probes. He adjusted the gear pump pressure and manually cleaned in detail the rinse station probes and tubing of the station. He checked the photometer lamp and the water quality. There were no issues noted. The field application specialist (fas) and the customer verified that the issue was a single incident. The issue was monitored for another 8 weeks. After service, no further issues were reported by the customer.